Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The consumer reported a false positive with the binaxnow covid-19 antigen self-test performed around (B)(6) 2023. Repeating testing was performed on an unknown brand or platform that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The date is an estimation. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a false positive with the binaxnow covid-19 antigen self-test performed around (B)(6) 2023. Repeating testing was performed on an unknown brand or platform that generated a negative result. No additional patient information, including treatment and outcome, was provided.